Event description:
It was reported that unknown particle was found in the chamber of a flo-gard IV solution administration set during priming. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a particle inside the chamber, which appeared to be plastic. This confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). A batch review cannot be performed, since customer is not sure about actual defective lot number associated with reported condition. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.